Manufacturer narrative:
This case was received as part of an elunir 2.25mm study, performed out of the us. The 2.25 mm stent diameter is not included in the FDA approved product matrix. Further review by the clinical study core lab, confirmed that in the index procedure two overlapping 2.25 x 17mm stents from lot # lnrin00541 were deployed in the lpda. Since it cannot be determined which one of the devices was involved in the event, this MDR is submitted in addition to the MDR submitted initially (#3003084171-2021-00004). Review results of the angiogram related to the customer complaint lnrin35 ((B)(6) 2021): lad is normal ; there is a lesion in the lpda ; rca appears non-dominant ; there is a small side branch originating from the lesion ; pci is performed to the lpda lesion with an elunir 2.25x17mm stent ; there is compression of the side branch ; the final result is good ; on the repeat angiogram (1.3.21) the stent appears well expanded, the side branch is occluded. In conclusion, an elunir stent was implanted with compression of a side branch which may have caused the nstemi. Note: although the second elunir 2.25 x 17 mm stent was not seen in this analysis of the angiogram, a further review by the clinical study core lab, confirmed that two 2.25 x 17 mm stents were deployed in the lpda. DHR review for lot #lnrin00541 was conducted on august 02, 2021 and concluded that the device was released meeting its specification. IFU review was conducted on august 02, 2021 :no deviation of IFU was reported. Final report overall conclusions (dated aug 30, 2021): the review of the DHR (device history records) indicate that the product was supplied meeting specifications. The investigation findings indicate that the mi may have been caused by compression of a side branch during implantation of the elunir stent used in the index procedure. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of acs, dm type ii, hyperlipidemia and htn. The event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. Outcome: patient recovered. Current status: last contact on (B)(6) 2021, no angina reported.

Event description:
On (B)(6) 2021, the patient was admitted for an elective procedure due to unstable angina and positive spect (signs of ischemia). ECG tracings showed sinus rhythm around 80bpm, and the axis was normal without signs of acute ischemia. Troponin t pre procedure was <13ng/l (uln<14ng/l). Coronary angiography revealed 80 % diameter stenosis in the lpda (target lesion). The patient underwent the index procedure pci to the lpda (target lesion). After the pci, due to complaints on chest pain and elevated troponin t levels ( 540ng/l, 570ng/l- (B)(6) 2021) the patient was brought to the cath lab for diagnostic angiography - which revealed no evidence of obstructive coronary artery disease and patent lpda stent. The patient was treated conservatively and was discharged home in stable condition on (B)(6) 2021. The event was classified as an expected adverse event; mild severity final cec decision dated 22-june-2021: type 4a myocardial infarction related to percutaneous intervention (pci) - symptoms suggestive of myocardial ischemia; spontaneous mi: no; relatedness: study device: possibly related. Procedure: related; classification of mi: non-q wave nstemi; comments: chest pain post procedure. Trop >35 x uln, but no q waves on ECG. Patient current status ((B)(6) 2021): no angina reported.